Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation for lobectomy procedure, the device had problems when activating, the jaws did not close when trying to close, the articulations did not articulate when trying to articulate. Another handle was used to complete the case. There was no patient injury.